Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the tecnis toric lens rotated and it was necessary to remove the lens in a secondary procedure and implant a new lens in the patient's left eye. It was stated that it was an improper fit. It was stated that a suture was used and there was no patient injury. The replacement lens is a model zct225, 14.5 diopter. No further information was provided.

Manufacturer narrative:
The intraocular lens sample was returned to the manufacturer for evaluation. The lens can be identified as a tecnis toric acrylic 1-piece intraocular lens because of the type of haptics and the presence of marking holes. It can be seen the lens was received cut in half. The lens condition is consistent with a lens that was explanted from the patient¿s eye. Considering the condition of the received lens additional analysis was not possible. The manufacturing record review was performed. The production order was released whereby there were no nonconformances with respect to the final product release process. The production order was not produced under deviation. There were no process and / or material changes within the production order. There were no nonconformances with respect to the sterilization process. The in-line optical inspection data showed that the lens was within specification in terms of optical and cylinder power. There were no environmental monitoring related nonconformances within the timeframe when the production order was manufactured. There were no associated nonconformity material reports or nonconformances. There were no associated nonconformity reports or deviations. During the manufacturing record review of the production order for this serial number, no deviation or assignable cause was identified for the complaint type reported or related to the initial report information when this production order was manufactured. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted.